Event description:
It was reported via the competent authority, (B) (6), that the customer claimed the following event: "the nail implanted on (B) (6) 2009 broke. A surgery revision took place on (B) (6) 2010 in order to implant a total prosthesis integra."

Manufacturer narrative:
Device will not be returned. No eval will be performed. If additional info becomes available, it will be reported on a supplemental report.